Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation, failure analysis investigation observed broken pitch cables. The broken pitch cables were broken at the distal clevis hub. Both cable segments that contain the crimp were still installed in the clevis. The clevis does not exhibit any damage or wear marks. No other damages were found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, wires at the end of the pk dissecting forceps were frayed and broken by the tip. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.